Event description:
Update rec'd 06/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had an elevation of his ion levels along with fluid accumulation in his left hip. Prior to being revised the patient was having a clicking and grinding noise in their hip. Upon revision the patient was found to have metal on metal tissue reaction, metallic synovitis, and a pseudo tumor. At this time the patient's femoral stem is being added to the complaint and reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code for the depuy stem was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, pfs alleges increased glucose level and kidney difficulties. It is being alleged that subsequently after the revision, the patient suffered worsening kidney and nephrology issues, bowel issues, diastasis, umbilical hernia, and other adverse health conditions.